Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asetf128 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the patient's needle de-accessed twice in two days. It was stated the facility had not changed anything in their process. This report addresses the first needle.